Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Alleged 1 false positive flu a, 5 false positive flu b and 7 false positive sars results. 400 tests were performed. No confirmatory testing completed for all other results. 1 false positive sars result was confirmed negative by molecular (pcr testing).